Event description:
I bought costume lenses at a convenience store. I was unaware that this was an illegal sale and that colored contacts should require prescription. Now I have an eye infection that has been painful and bothering me for several days. I am taking several different medicines to correct the problem.